Manufacturer narrative:
This is a complaint created based on the notification from FDA medwatch report number (B)(4).

Event description:
Impactor broke inside the patient during use. All the pieces were recovered, no harm to patient.

Manufacturer narrative:
This is a complaint created based on the notification from FDA medwatch report number (B)(4). The associated complaint device was not returned. Without product information or actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.